Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of concerns with their settings on their insulin pump. The customer states receiving a failed battery test. The customer states it was a user error because they inserted the battery upside down. The customer states the device had a blank display. The customer's blood glucose levels were unknown. The customer was assisted in reprograming the device. Nothing is being returned at this time.